Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). Cause of low bg was unknown. Customer consumed carbohydrates to address bg. Tandem technical support recommended the customer call back if any further issues arise. No additional patient or event information was available.